Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: missing shell, flat creases, red particles material was found on the shell and the device were broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side radius assessed as surgical impact opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Hcp reported implant rupture. Device has been explanted. This relates to the left side.